Manufacturer narrative:
Add'l info has been requested and if made available will be reported in a supplemental. Method, result and conclusion codes will be made available following an engineering eval.

Event description:
It was reported that "pt had acdf procedure performed on (B)(6) 2009. Tether implant was placed. Came to office recently complaining of rash at incision sight radiating down arm. According to the pt, a family member also had a similar reaction following a total joint replacement and was found to be allergic to implant material. The pt, surgeon and allergist are requesting a plate and screw to test to see if this could be causing the rash."